Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786, serial/lot #: (B)(6), product ID: 9736411, serial/lot #: (B)(6) h2-3) a manufacturer representative (rep) went to the site to test the navigation system. The computer was replaced and the system performed as intended. Codes: b0, c07, d02. H2-3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the returned computer had no failures found. Codes: b01, c19, d14. H2-3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, performance testing, and proceduralized device testing, the reported issue was not confirmed. The results of the analysis concluded that the returned computer had no failures found. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786r, serial/lot #: unknown h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 h6) multiple annex a codes were submitted for the event. Annex a code, a0902, applies to rfr nav3166. Annex a code, a1102, applies to rfr nav4123. Annex a code, 110201, applies to rfr nav4126. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system booted up to 'no video detected'. The field representative (rep) performed a hard reboot and the issue resolved. Rebooted again and 'no video detected' popped up then resolved. There was no patient involvement. Troubleshooting was performed, technical services (ts) had the rep reseat all the cable connections on the back of the monitor. 1st reboot booted up normally, 2nd reboot came back to no video detected.